Manufacturer narrative:
(B)(4) is filing this MDR retrospectively because the customer user facility submitted a mandatory medwatch report (medwatch (B)(4)) stating that the curlin painsmart iod pump experienced an alarm and displays the message "alarm replace set 3". This alarm is part of the painsmart iod software safety system to prevent potential harm to the patient. When the pump detects that the administration set must be replaced the alarm is activated and the pump stops any programmed therapy until a new administration set is inserted. Therefore, it is (B)(4)'s position that the curlin painsmart iod infusion pump that is the subject of this complaint operated within specifications as detailed in the painsmart iod user manual and no malfunction occurred. The user manual states the alarm condition and resolution, as follows: "lcd display: ***alarm*** replace set 3. Alarm: replace set. Cause: the pump has detected that the disposable administration set must be replaced: resolution: replace the disposable administration set, prime the set if necessary, and when ready to being infusing, select resume to continue the infusion."

Event description:
Customer stated: "patient complained pca was beeping a lot error message alarm set 3 appearted at approx 0845. Replaced c batteries , turned the pump back on, and it appeared to be working. A replacement pump was ordered. At 1100 the same message appeared. Obtained new syringe tubing and pump and restarted infusion." (B)(4).